Event description:
During follow-up, low impedance was observed on the right ventricular channel. The lead was explanted and successfully replaced. The patient was in stable condition.

Event description:
Insulation damage was noted on the right ventricular lead.